Event description:
Boston scientific received information that this left ventricular (lv) lead had been causing diaphragmatic stimulation. Upon checking the device, it was noted the lead had not been capturing at times, and the lead was suspected to be dislodged. The representative noted that the patient was programmed in right ventricular pacing only, however when the device switches to atrial tachycardia response (atr), the patient would feel diaphragmatic stimulation. The lv lead was reprogrammed to a lower output. No adverse patient effects were reported.

Manufacturer narrative:
The lead was reprogrammed. At this time, attempts to obtain additional information have been unsuccessful. This investigation will be updated should further information be provided.